Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received and evaluated the suj. Failure analysis investigation was unable to reproduce the system error codes experienced by the customer due to the suj's harness was damaged. The harness will be replaced to repair the suj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. System error code 30 is reported by the software to denote that there is a hardware issue. In the event of these communication issues, the system records the errors and transitions to a safe state. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the site experienced non-recoverable system error codes 23 and 30 and were unable to move patient side manipulator arm 1. The site contacted intuitive surgical, inc. (Isi) technical support for assistance. Review of the site's system logs by the isi technical support engineer (tse) confirmed that system error code 23 and 30 had occurred and were related to psm 1. The tse advised the site that he was going to disable the affected psm; however, the site was unable to move the psm. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury due to the reported issue. On 08/11/2016, isi contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the planned surgical procedure was a da vinci assisted sacrocolpopexy procedure. The system error codes were generated prior to starting the case; however, the patient was under anesthesia and the port sites were already created. The csr indicated that psm 1 was positioned in such a way that none of the system's arms were able to be docked and psm 1 was non-responsive. The csr powered off and rebooted the system; however, 10 seconds after the system was rebooted, a non-recoverable fault occurred. The site was unable to resolve the issue while performing troubleshooting techniques with isi technical support. Since psm 1 was unresponsive, the surgeon made the decision to convert the procedure to traditional laparoscopic techniques. The field investigation performed by the isi field service engineer determined that the system error codes 23 and 30 experienced by the customer were associated with the setup joint (suj) on psm 1. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The suj allows for the positioning of the system's manipulators. The fse replaced the affected suj to repair the system.